Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that a clearlink secondary medication set had no flow during infusion. Reportedly, the secondary set would be connected to a primary line of an non-baxter infusion pump with no visible complications. However, the medication would not flow through the tubing causing a delay in therapy. There was patient involvement, however, no patient injury, adverse event, or medical intervention associated with this event. No additional information is available.